Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect platinum filter. Expiration date: unknown as lot# is unknown. Date of implant: unknown as information was not provided. Initial report - filed by the patient who would not provide name or address. Summary of investigation findings: no device, imaging studies or hospital or medical records have been available. Consequently, based on the very limited information provided, it is not possible to comment on the alleged filter fracture and a root cause cannot be determined. Filter fracture is a known risk in relation to filter implant reported in the published scientific literature. Rpn and lot number were not provided, why device history record cannot be investigated. However, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the patient stated she had a cook celect platinum vena cava filter placed in (B)(6) 2015. She was currently at a hospital, location not disclosed, and the staff just informed her that a leg of the filter had broke off. She provided no further information. Patient outcome: unknown as information was not provided.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook celect filter. Investigation is still in progress.

Event description:
Description of event according to complainant: the patient stated she had a cook celect platinum vena cava filter placed in (B)(6) 2015. She was currently at a hospital, location not disclosed, and the staff just informed her that a leg of the filter had broke off. She provided no further information. Patient outcome: unknown as information was not provided